Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly. The pusher assembly was kinked approximately 87.0 and 123.0 cm from the proximal end. The embolization coil was detached from its pusher assembly inside its introducer sheath. The introducer sheath had coagulated blood inside the proximal end. The introducer sheath was kinked approximately 21.5 cm from its distal tip. Conclusions: evaluation of the returned pod8 revealed that the pet lock was intact, and the embolization coil was detached within its introducer sheath. If the device is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of its pull wire and result in the embolization coil detaching from its pusher assembly. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Therefore, the root cause of reported resistance could not be determined. Further evaluation of the returned pod8 revealed that the pusher assembly and introducer sheath were kinked. The kink in the introducer sheath may have contributed to the embolization coil detaching within its introducer sheath. The kinks in the pusher assembly were likely incidental to the reported complaint and may have occurred during packaging of the device for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:(B)(4). 1. Section g. Box 5. 510(k) h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right ipogastric artery using pod8. During the procedure, the physician experienced resistance after advancing the pod8 into a non-penumbra microcatheter; consequently, the pod8 became stuck and was unable to advance any further; therefore the pod8 was removed. The procedure was completed using two ruby coils and the same microcatheter. There was no report of adverse effect to the patient.